Event description:
It was reported that the customer received a button error alarm. Customer's blood glucose level at the time 220mg/dl. Advised insulin pump would be replaced. No additional information is provided.

Manufacturer narrative:
All buttons functioned properly. However, moisture damage was found on the keypad traces. No button error alarm was noted during testing. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip, cracked battery tube threads and a cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.